Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the pump was exposed to ocean water. The customer's blood glucose level was unknown. The father states the battery was changed, but the pump is still not working. The customer was advised the pump would have to be replaced. The customer will accept continuation of therapy pump, but would not be returning damaged pump at this time.